Event description:
It was reported that it was not possible to insert the rod into the screw head. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The screw was analyzed and it was found that the conical element is completely pulled out of its original position. Due to the lack of further clinical data and the fact that the instruments used with implant are not known the exact reason for this occurrence cannot be determined. The implant was analyzed for conformance to print specifications and no product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The exact cause of the damage unfortunately cannot be determined and without additional information the complaint condition is due to an unknown cause. It is noted that if the pangea screws are used in connection with spirit it is very important that one does not hold and push the screw holding sleeve while you are inserting or advancing the screw into the vertebrae. The holding sleeve can be orientated but cannot be pushed down while inserting the screw in order to prevent such an occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)